Event description:
The dragonfly duo catheter was used in a severely calcified right coronary artery (rca). Catheter advancement past the lesion was difficult but the location was reached and pullback was performed. During catheter removal, the distal 1-2 cm tip of the catheter detached in the rca ostium. Retrieval attempts with a snare resulted in tip embolization to the left internal iliac artery. Radial access was obtained and rca intervention continued; further snaring attempts were unsuccessful. The patient received dopamine 12 hours post procedure for hypotension. The patient is scheduled for a staged left anterior descending artery (lad) intervention and removal/treatment of the embolized tip when their condition is stable.